Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that when picking up the implant, one of the tips chipped off (fracture). The end user was able to insert it by pressing it down, but both sides broke off. The chipping occurred at the initial use. The session was completed on the same day with no patient injury.